Event description:
During product evaluation, failure code 535:320:844:0000 was identified in the pump's event history file. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of failure code 535:320:844:0000 was confirmed in the pump's event history file during product evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.